Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level is 487 mg/dl. The customer¿s blood glucose level at the time of incident was 194 mg/dl. The customer was reported other blood glucose values such as 339 mg/dl. The customer was treated with bolus using insulin pump for high blood glucose level. The customer was experienced symptoms of high blood glucose level such as thirsty and had chills. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer also reported that the insulin pump passed high pressure test and displacement test. The insulin pump will not be returned for analysis.